Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing. Updated fields: d4, d8, d9, g3, g4, h2, h4, h6, h11. Corrected fields: h6. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2025. Sampling from: unknown. Cfu: unknown. Bacterial identification: no aerobic growth after 7 days incubation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. There is information indicating that the results became negative after strengthening the cleaning process. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.